Event description:
It was reported to empi that a patient received a third degree burn while being treated with an empi electrode. The device that was used during the treatment was not an empi device. The treatment was for knee pain and swelling. The treatment lasted for 15 minutes. The electrodes were placed 1 to 2 inches apart. During the treatment, the electrodes were wrapped with a cold pack. The patient's burn was about the size of a dime. The patient received medical treatment and the wound was debrided and sutured.

Manufacturer narrative:
The used electrodes were returned, one package with four electrodes. All four electrodes met electrical specifications. Only two passed physical specifications, two had burnt edges due to arcing. The arc may have been caused by the electrodes being placed too close together or by the cold pack used to wrap the electrodes. The arc may have contributed to the burn.